Event description:
Customer reported a hospitalization due to high blood glucose. Customer stated that she was hospitalized for three weeks for several reasons, including valve replacement. The current blood glucose reading is 174 mg/dl. Customer not sure if the insulin pump was exposed to x-ray and CT-scan. The blood glucose readings have been in the 300 mg/dl to 400 mg/dl range after radiology tests. Customer felt sick. Hospital is treating with insulin drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.